Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the adaptor exhibited a fitting issue. The adaptor was not used and was replaced. When the second adaptor was used the same problem was encountered. The physician then loosened the screw on the header and was able to fit in the adaptor. The patient was in stable condition throughout the procedure.